Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8711 lot# unknown serial# implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump replacement was the physician's decision. No further malfunctions were detected and not reported. The patient was now receiving effective therapy. The physician was increasing the dose every 4-5 days. No further information was provided.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (500 mcg/ml at 100 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient had been experiencing symptoms of underdosage/withdrawal symptoms, including headache and spasticity, for "a few days in the last few hours." The event date was provided as (B)(6) 2017. The pump did not show any malfunction, such as alarms or messages in logs. During a refill on (B)(6) 2017, the hcp aspirated a volume corresponding to the expected volume. A CT scan was performed, which was okay. The hcp increased the drug dose from 100 mcg/day to 108 mcg/day on (B)(6) 2017, and then to 112 mcg/day on (B)(6) 2017. The hcp also prescribed oral baclofen and "endovine" valium. Contributing factors to the event were unknown. The pump was replaced on (B)(6) 2017 (catheter remained implanted). During the procedure, a CT scan and dye study were performed and no issues were seen. The cause of the patient's symptoms could not be determined. Following replacement, the daily dose was increased to 120mcg/day. The patient felt fine an no longer experienced symptoms. The status of the patient was stated to be alive and with no injury. No further malfunctions were detected. The pump would be returned. It was noted the implant date of the pump was unknown (estimated elective replacement indicator listed as 35 months).

Manufacturer narrative:
Pump interrogation revealed the pump was programmed at minimum rate infusion baclofen at 3.04 ug/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train that resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.